Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on the right atrial (ra) lead. Per follow up with the physician, the patient's medication was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.